Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause for the reported event could not be conclusively determined.

Event description:
The 20mm amplatzer septal occluder (aso) embolized a day after the procedure. The aso was surgically removed and the defect was surgically closed.